Event description:
As reported: "rev rtha. She is chronic dislocator and the doctor decided to go with a competitor." Rep confirmed the inner bipolar head of the constrained insert dissociated from the outer poly. Rep also confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.